Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection found melt marks in outer insulation possibly due to explant electro cautery damage and dried blood around the helix housing, which is normal for active fixation leads. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse effects were reported. The lead was returned for analysis.